Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The current leakage issue was identified during visual inspection and the blown fuse was replaced to resolve the issue. The device was removed from service due to unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had current leakage. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.